Manufacturer narrative:
The device has been received for evaluation, however, deice evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to an alternate form of insulin therapy. Reportedly, the customer is removing cartridge air bubbles with an empty syringe. Tandem clinical support informed customer that removing cartridge air with an empty syringe, is off label per the user guide. Customer¿s blood glucose level was 150 mg/dl.